Event description:
Paramedics used the device to deliver 5 shocks to a patient diagnosed in cardiac arrest. When additional shocks were attempted, the device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. A backup defibrillator was made available and used. Several additional shocks were administered to the patient. The patient was subsequently delivered to the hospital and sent to the ep lab. There were no adverse affects to the patient reported as a result of the alleged malfunction.